Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure within the common bile duct performed on (B)(6) 2009. According to the complainant, during the procedure when the guidewire was retracted for stent release the suture became tangled with the stent flap. The guiding catheter broke and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. There were no pt problems at the conclusion of the procedure. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).